Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose was 14.9 mmol/l at the time of the incident. The customer stated that the display was blank currently. Customer did not receive insert battery alarm on the pump screen. The display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with corroded battery tube, and moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. The insulin pump was also received with serial number label faded, cracked select button keypad overlay, missing display window cover, end cap address label faded, broken belt clip rails, case cracked behind the pump near the battery compartment, scratched case, and cracked battery tube threads.